Event description:
The rptr indicated that the device reached it's early replacement indicator (ER) before it showed the intensified follow-up indicator (ifi). The rptr also indicated that they have seen approx 4 times before.